Event description:
Covidien received on b)(6) 2011, a request from apria for a trend download and a check for proper operation. At that time, there was no allegation that the unit malfunctioned. Covidien was informed at that time that the pt was found unresponsive and decannulated. On b)(6) 2013, covidien received new information of a npb290 with an allegation that the pulse oximeter was not picking up and claims that the pulse oximeter alarms did not sound.

Manufacturer narrative:
The unit was received at the covidien (B)(4), factory service center. Upon receipt of the unit, the unit clock was not set and was found to be reading 18:06:00 hours on (B)(4) 1992, actual time was 09:27:00 hours on (B)(4) 2011. The memory was downloaded. The unit was tested and was found to pass all functional testing. It was noted that the shroud around the sensor input connector was broken and the connector was loose.